Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed resolving the occlusion. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed .device not returned.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.